Event description:
Pt was scheduled for -1-laparoscopic tubal banding with falope rings and 2-endometrial ablation with novasure device. Physician post operative documentation records "uterine perforation noted at the left coronal region to novasure device technique." The area of perforation was visualized through the laparoscope and subsequently cauterized to achieve hemostasis.